Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received change sensor alarm. The customer states they had high blood glucose levels. The customer's blood glucose level had been over 400mg/d. The customer states their sensor reading was showing 40mg/dl. The customer states they treated the highs and they came down. Troubleshoot for the sensor issue was conducted. The customer was advised the sensor would be replaced and returned for analysis.